Manufacturer narrative:
Submit date: 11/17/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the product was leaking around the hub.

Manufacturer narrative:
He device history record (DHR) for lot 631299 indicates that there were zero defects found in 625 visual and 360 physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued against this lot. There were 300 samples (unused, unopened) returned with this complaint. The following tests were performed: (1) all 300 samples were visually inspected for damage; all met specification. (2) the luer taper of the needle hub was measured on 125 samples; all samples showed a shallow luer and failed to meet the specification. (3) leak testing was performed on 200 samples; all samples met specification. The exact root cause of the reported condition could not be determined with the available information. A 6m analysis was conducted. The two possible root causes identified were overtorquing the needle assembly onto the syringe or a dimensional variation in the syringe luer tip used by the customer. Neither root causes could not be confirmed, nor discarded, as the actual rejected sample was not returned and the syringe used was not provided. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are gaged for iso luer compliance and inspected for leakage and proper attachment. The lot met all defined acceptance requirements and was released. No corrective action is required for this complaint because the exact root cause could not be determined based on the information available, and there was no indication of a systemic issue with the process. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.